Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased from 45% to 15% since the last follow up. No data analysis from the device was reported to have been performed by technical services (ts). This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased from 45% to 15% since the last follow up. No data analysis from the device was reported to have been performed by technical services (ts). This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received indicating the device remains in the possession of the explanting hospital and is not expected to be returned for analysis.